Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the instrument was found to be loose. Attempts were made to use the instrument but eventually the procedure had to completed in an alternative way. A delay of greater than thirty minutes occurred.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The tibial em body was returned with the ankle claw disassembled from the ankle shaft. Visual inspection of the returned device exhibits wear (scratches, scuffs, gouges) on the device. A basic functional test on the ankle knob, em tib guide button, ankle claw and ankle shaft determined that the ankle claw will attach to the ankle shaft when the ankle knob has been pressed. The ankle shaft will slide back and forth when the guide button is pressed. The claws to the ankle claw opens with force but quickly goes back to its original state when the force is gone. Device history record was reviewed and no discrepancies were found. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.